Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and inserting insulin. The customer¿s blood glucose was unknown. Customer stated that they had issues for a long time but more consistently the last month or so. Customer also noticed when there was trying to fill the tubing it was takes a very long time to do and did not always see the drops came out. Customer also stated that they having issue with the insulin pump like it was no longer working. The insulin pump will be returned for analysis.